Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause was determined to be samsung a15 devices with knox mdm software running on android os 14. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).